Event description:
Spacelab monitor screen went black while monitoring premature patient. Nurse attempted to turn monitor off, then on, in hopes to reboot monitor. Attempt unsuccessful. Last effort to turn monitor on and pull out cartridge and push it back in successful. Monitor screen back to normal. No patient harm. Biomed in house follow up findings: inspected monitor with no issues. Passed display and touch screen tests. Verified proper operation of device and left in service.